Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 18fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deployment, the prostyle device could not be removed from the patient anatomy. The sheath and part of the footplate mechanism separated from the proximal guide and handle, remaining in the vessel. A cut down was performed to remove the separated portion of the prostyle device. The tavi procedure was completed and the artery was sutured closed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed, the entrapment of the device could not be confirmed as these are due to operational circumstances and cannot be replicated in a test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties was due to operational circumstances. Based on the information provided it is likely guide broke during insertion due to angle or anatomical interference leading to the device entrapment due to the circumstances of the procedure. The subsequent treatments are due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.